Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the returned device found a complete circumferential tear in the balloon. The tear was located 1mm distal to the distal edge of the proximal markerband. The distal section of the balloon tear was bunched up and positioned out over the tip section of the device. It was confirmed that no section of the device had detached. An examination of the markerbands identified no issues, however it was noted that the inner shaft was compressed between the markerbands. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the investigation was found to be user related. It was confirmed through the complaint investigation that there was an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. The complaint stated the balloon was inflated above its rated burst pressure. (B)(4).

Event description:
Same case as MDR ID# 2134265-2011-00253. It was reported that during a percutaneous coronary intervention (pci) procedure, balloon rupture, removal difficulty and balloon material detachment occurred the patient had been transferred urgently from another facility with nstemi and timi 1 flow for a high risk right coronary artery (rca) pci. The patient was on a intra-aortic balloon pump for hemodynamic support. Vascular access was obtained via the left femoral artery. This was a multivessel intervention with lesions located in the 70% stenosed ostial - distal rca, and the 90% stenosed proximal rca. All lesions were predilated with a 2.0x12 apex balloon catheter that was inflated 10-12 atms on each inflation. Subsequently a thrombectomy was performed with a non bsc aspiration catheter, with ic retavase given over 15 minutes due to persisting high thrombus burden. Removal and exchange of the non-bsc guide catheters and guide wires followed the thrombectomy procedure. The apex monorail 12mm x 2.50mm balloon catheter was advanced to the rca and inflated when a pinhole leak was noted. The balloon catheter was removed without incident. An unspecified balloon catheter was advanced to the rca lesion, inflated twice to unknown atms and removed without incident. The physician then advanced an apex monorail 12mm x 3.00mm balloon catheter to the rca lesion. The balloon was inflated twice in the proximal rca and twice in the mid rca. A balloon ruptured was noted, however, it is unknown during which inflation or at what atms the rupture occurred. During withdrawal of the apex balloon catheter some resistance was encountered. Upon removal it was noted that approximately 2/3 of the balloon material had detached and remained in the patient. There was no attempt at retrieval as the detached balloon material was unable to be visualized under fluoroscopy. Additional dilations of the rca were performed with stenting of the distal and proximal rca. Final angiography revealed a residual stenosis of 10% with timi 2 flow. No further patient complications were reported and the patient status was listed as okay. Heparin, nitroglycerin and protamine were administered during the procedure.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID# 2134265-2011-00253. It was reported that during a percutaneous coronary intervention (pci) procedure, balloon rupture, removal difficulty and balloon material detachment occurred the patient had been transferred urgently from another facility with nstemi and timi 1 flow for a high risk right coronary artery (rca) pci. The patient was on a intra-aortic balloon pump for hemodynamic support. Vascular access was obtained via the left femoral artery. This was a multivessel intervention with lesions located in the 70% stenosed ostial - distal rca, and the 90% stenosed proximal rca. All lesions were predilated with a 2.0x12 apex balloon catheter that was inflated 10-12 atms on each inflation. Subsequently a thrombectomy was performed with a non bsc aspiration catheter, with ic retavase given over 15 minutes due to persisting high thrombus burden. Removal and exchange of the non-bsc guide catheters and guide wires followed the thrombectomy procedure. The apex monorail 12mm x 2.50mm balloon catheter was advanced to the rca and inflated when a pinhole leak was noted. The balloon catheter was removed without incident. An unspecified balloon catheter was advanced to the rca lesion, inflated twice to unknown atms and removed without incident. The physician then advanced an apex monorail 12mm x 3.00mm balloon catheter to the rca lesion. The balloon was inflated twice in the proximal rca and twice in the mid rca. A balloon ruptured was noted, however, it is unknown during which inflation or at what atms the rupture occurred. During withdrawal of the apex balloon catheter some resistance was encountered. Upon removal it was noted that approximately 2/3 of the balloon material had detached and remained in the patient. There was no attempt at retrieval as the detached balloon material was unable to be visualized under fluoroscopy. Additional dilations of the rca were performed with stenting of the distal and proximal rca. Final angiography revealed a residual stenosis of 10% with timi 2 flow. No further patient complications were reported and the patient status was listed as okay. Heparin, nitroglycerin and protamine were administered during the procedure.